Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were staples present and protruding. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the device could not be fired at the 1st firing though the indicator was within the green zone. The firing force was higher than expected. Also an unexpected noise was heard. Then around the indicator window was cracked when the firing handle was grasped forcibly. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor was a trainee doctor. A nurse commented that there had been a possibility that the safety had not been released at the time of firing.

Manufacturer narrative:
(B)(4).